Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for a coronary bypass procedure, hst iii system (3.8mm) seal fell off when the delivery system was pulled from the loading device. The proper preparation procedures were followed. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000330169 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.